Event description:
It was reported that the patient's device reached elective replacement indications (eri) "quickly". The right ventricular lead had high thresholds and undersensing. The device was removed and replaced and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.